Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was unknown at the time of incident. The customer stated that this is not the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.